Event description:
It was reported that 4 hours post-op, the patient experienced stronger stimulation in one leg than the other, at which time he decided to turn the neurostimulator off. When the patient tried to turn the device on the next morning, he obtained an error message. He met with the healthcare professional and the company representative who reported a "call your doctor" icon message. When charging was attempted they got "8 bars" on the recharger then 2 to 3 minutes later a code of "378" appeared on the recharger. Interrogation with the clinician programmer indicated that the device was discharged. It was noted that no fluoroscopy was used at implant and the patient felt no remarkable warmth at the device pocket but had a slight tingling. It was noted, however, that the physician did use an adaptor in the device 8-15 connector port. It was unclear if an adaptor was used in the other, (1-7) connector port. Two physician mode recharge (pmr) procedures were run on the device while attempting a normal recharge session between each. The normal recharge sessions ran 2 to 3 minutes before the "378" code appeared again. This code appeared using 2 different recharger devices. No power-on-reset (por) condition was seen. The clinician programmer consistently showed that a message indicating that it was discharged when attempting to communicate the device. A company engineer representative was consulted and no clear problem was defined when the data was examined. The patient was going to have the device explanted. Additional information was requested.

Manufacturer narrative:
(B)(4).